Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as the product code is unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's technical service center stating the caregiver (cg) started the home patient (hp) on the homechoice machine and accidentally stepped on his patient extension line and broke the connection. The cg then disconnected the hp who was in the initial drain. The baxter technical service representative (tsr) assisted the cg with ending the therapy in order to restart with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. A baxter associate contacted the customer on (B)(6) 2010. The cg stated they did not have an issue with the separation of the patient line or anything similar and stated the event did not happen. The customer stated that they have not had any major issues with the device or any of the disposables other than an occasional alarm. No patient injury or medical intervention was reported.